Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. One empty labeled winding former, and one needle suture piece that pertain to the product code sxpp1a301 were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an open surgery for ectopic pregnancy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, last weekend, the suture was broken when suturing the fascia of the abdominal wall at the end of the surgery. The surgery was completed with a replacement pack. There was no impact on the patient. The customer asked for an investigation into the cause of the broken suture and a sample of replacement pack. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.